Event description:
The manufacturer received information alleging a trilogy evo ventilator required service condition occurred while in patient use. There was no report of harm or injury. The trilogy evo ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation an error code in relation to internal_batt_depleted was recorded in the device event log. In conclusion, the device's trilogy evo internal battery pack was replaced to address the issue. The root cause is confirmed at this time. Additionally, during service of the device a four-year preventative maintenance was performed, and parts were replaced due to contamination/preventative maintenance/physical damage unrelated to the reportable malfunction/issue. The device passed all final testing. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.